Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion located in the obtuse marginal. There were no abnormalities reported in relation to anatomy. The lesion was pre-dilated. There was no damage noted to packaging and no issues when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The stent failed to cross the lesion. The balloon was not inflated. It was reported that on third attempt to cross, the shaft broke a few millimeters proximal to the stent. It did not completely fracture and was partially intact. The device was successfully removed from the patient in one piece without the requirement of intervention. The patient is alive with no injury.